Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) won't turn on, it stays in charging mode without turning on. It stays frozen. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, b5, b6, b8, e1 (initial reporter name, phone number), g1, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) detected that the monitor does not turn on. There was no patient involvement reported. A getinge field service engineer (fse) was dispatched to evaluate the unit and was able to confirm the reported malfunction. The fse replaced the front end board (0670-00-1164) and the video generator board (0040-00-0456). The fse calibrated the screen. Functional and safety checks were conducted and the machine was returned to normal use.

Event description:
It was reported that during routine check the cardiosave intra-aortic balloon pump (iabp) won't turn on, it stays in charging mode without turning on. It stays frozen. There was no patient involved.